Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6)2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On the (B)(6)2022, the sales representative reported via phone that an ar-6485 synergy cw4 arthroscopy pump and an ar-6410 main pump tubing had an issue. During a rotator cuff repair on (B)(6)2022, it was noticed by the surgeon that the pump had a pressure issue and there was excessive amount of swelling of the shoulder. The pump was on inflow only and was set at 40 mmhg. The case was completed successfully with the complaint pump and tubing. The patient was not harmed, the swelling was subsiding naturally, and the patient was discharged on 03/04/2022 and is fine to date.